Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to phrenic nerve stimulation. Also, xray was performed and revealed that the left ventricular lead had dislodged into the innominate vein. Programming changes were made to address the phrenic nerve stimulation. Revision procedure was discussed. The patient was stable and was discharged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the left ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.